Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the proximal screws did not go through the nail when inserted through the aiming arm. This report is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Explanted date should be (B)(6) 2013. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
(B)(4)

Event description:
The device does not function when the nail was inserted. The proximal screws did not go through the nail when inserted through the aiming arm. Update a revision to the patient fixation occurred yesterday afternoon following an x-ray (attached) showing a tibial fracture at the most proximal screw hole. The left nail, 10mm x 180mm was removed and then replaced with a 240mm length nail of the same diameter. A large fragment metaphyseal plate was contoured and situated on the medial aspect of the tibia fracture. The patient requested to keep his metal wear, so it is unavailable for testing.